Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). The product has been returned to the manufacturer and the product analysis is anticipated but not yet begun.

Event description:
It was reported that the patient underwent posterior spinal fusion and interbody fusion at th10-l3 levels. During surgery, a rod was placed in a screw head properly but a set screw was angled during insertion. The event was not solved using rod reducer. The screw was removed and found that a part of screw head was chipped off. The screw was replaced and the surgery was completed. The surgical time was extended for less than 15 min as a result of the event. The product was used in the patient. No patient complications were reported due to this event.